Event description:
It was reported that the customer's pump screen was cracked and remained non-functional, making it unreadable. The blood glucose level was recorded at 180 mg/dl. A replacement pump was issued. No additional information was provided regarding further outcomes of the event.